Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a lienectomy, the device broke during the operating room. It caused air leakage, extended operating room time about 2 hours. No pt consequences.